Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Updated h11 corrected data: b1, b2, b5, h1, h6 health effect clinical code 2199- remove, h6 health effect impact code 4582- remove, h6 health effect clinical code 1905- added, h6 health effect impact code 4613- added.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) that exceeded 499 mg/dl. Additional information regarding how the bg was treated was not provided. Multiple follow ups were made to obtain additional information, however, a response was not received. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.